Event description:
It was reported that this non-boston scientific right atrial (ra) lead exhibited intermittent high out of range pacing impedances. Technical services (ts) analyzed device data. It was noted that the physician will continue to monitor the patient as impedances were within normal limits at most recent checks. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).